Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy, the final three firings of the sureform 30 curved-tip stapler with sureform 30 grey reloads resulted in bleeding. The first of the three sureform 30 grey reloads bled the most. The staple line was incomplete and did not seal. A clip was applied to stop the bleeding to all three staple lines. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. Note: refer to medwatch reports (MDR) with MFR. Report #s 2955842-2026-14734 and 2955842-2026-14735 for MDR submission of the staple line bleeding associated with the other two sureform 30 grey reloads.

Manufacturer narrative:
Additional information: intuitive surgical inc. (Isi) received the sureform 30 curved tip stapler associated with this complaint. Failure analysis did not confirm the reported event. Visual inspection of the instrument jaws found no visible damage. The housing was removed and found that the roll gear did exhibit some corrosion. Review of the logs found no errors related to the instrument. The instrument also recorded zero engagement failures.

Event description:
Refer to h11 for follow-up information.